Event description:
As reported, during an inferior vena cava (ivc) filter implantation, a 55cm optease femoral vena cava (vc) filter did not fully expand after release in vivo. This required emergency removal and replacement with another 55cm optease femoral vc filter which could be deployed normally. The operator was trained. The patient had no signs of infectious disease. Additional information was requested but was not provided. The device was not returned as expected.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: as reported, during an inferior vena cava (ivc) filter implantation, a 55cm optease femoral vena cava (vc) filter did not fully expand after release in vivo. This required emergency removal and replacement with another 55cm optease femoral vc filter which could be deployed normally. The operator was trained. The patient had no signs of infectious disease. Additional information was requested but was not provided. The device was not returned as expected. A product history record (phr) review of lot 18460739 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿filter ¿ incomplete expansion¿ could not be substantiated. According to the information provided, the vena cava filter ¿did not fully expand after release in vivo,¿ requiring emergency removal and replacement; however, no additional procedural details (e.g., fluoroscopic observations, device positioning/orientation at the time of release, resistance during advancement/release, cavogram findings, or images) were provided, and the device was not returned for evaluation. The optease IFU describes deployment under continuous fluoroscopy and instructs the user to ensure the filter is fully released and deployed, with verification of intended location and correct orientation prior to release; if orientation is incorrect, the IFU directs removal and discard of the system and use of a new sterile system. Given the limited information provided and lack of device return, compliance with the labeling instructions and the underlying reason for the reported incomplete expansion cannot be determined from the available record. Based on the available information and product analysis, there is no evidence to suggest the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Manufacturer narrative:
Section h1 was corrected to select "serious injury".